Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the sphincterotomy procedure, the device was bowed to cut at quarterly intervals. The cutting wire was unable to bow fully after bowing a few times, and then eventually the cutting wire would no longer respond. It was reported that there was break in the cutting wire but no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the distal pierce hole (tome's extrusion) was torn, and the anchor was displaced but the wire anchor was still within the catheter. There was no evidence of the cutting wire being broken. These findings were consistent when the device was observed under magnification. Per the dimensional inspection, the exposed cutting wire and length were out of specification due to the wire being displaced on the extrusion. Per the functional inspection, the handle was actuated and it did not bow due to the torn distal pierced hole. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the distal pierced hole was torn. Based on the condition of the device, the problem found could have been due to the tension forces on the catheter during handle actuation, or it could have been generated if the device was bowed when it was not completely out of the scope, consequently, displacing the cutting wire anchor from its position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the sphincterotomy procedure, the device was bowed to cut at quarterly intervals. The cutting wire was unable to bow fully after bowing a few times, and then eventually the cutting wire would no longer respond. It was reported that there was break in the cutting wire but no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.